Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a technical failure 379 error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Updated section: g6, h2, h3, h6, and h11. The device was evaluated by zoll field service engineer (fse) at the customer site and the reported issue was verified by the zoll fse. The inspiration block was replaced to resolve the issue. After replacement, the device passed full calibration and verification tests.